Event description:
A doctor alleged that the maxcem elite clear had set up too quickly while seating restorations for two (2) patients. This is the second of two (2) reports.

Manufacturer narrative:
The doctor reported that the bridge was successfully seated during that appointment. To date, the patient is doing fine. The doctor alleged that the maxcem elite related to this alleged malfunction was part of an ongoing recall, but could not confirm the exact lot number of the product used. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.